Event description:
Rptr alleged, the customer obtained a discrepant blood glucose result of 90 mg/dl back to back with a result of 200 mg/dl on the compact plus system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The customer reported 12-lead ECG v6 signal loss.